Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4) (no patient involvement), (B)(4) (fire) (B)(4), (smoking) (B)(4).

Manufacturer narrative:
The customer moved the waste container away from the ups to prevent recurrence. The ups repair was outsourced to (B)(4), the company responsible for the ups maintenance. The ups was repaired and the customer reported on (B)(6) 2011 that there have been no additional issues. A review of complaint trending for the architect isystems did not identify a product issue or an adverse trend related to fire/smoke from the 220 v uninterruptible power supply ((B)(4)). A (B)(4) site risk reduction memo dated (B)(4), 2011 indicates the architect i2000sr is certified to the appropriate (B)(4) safety standards that apply to electrical equipment for measurement, control, and laboratory use. The objective of the safety standards as related to fire "is to ensure that the design and methods of construction provide adequate protection for the operator and the surrounding areas against spread of fire from the equipment". In addition, the safety standards require double protection against electric shock. The abbott diagnostic division performs an in-depth risk analysis equivalent to (B)(4) which ensures that the overall residual risk is at an acceptable level. The architect system operations manual provides adequate information regarding electrical specifications and requirements, electrical hazards, emergency shutdown procedures, and electrical safety parameters for the isystem processing module and sample handler with and without a ups. General and electrical specifications are provided for the external waste pump and water and waste requirements for an isystem processing module are included. In addition, the operations manual recommends clearances for the front, back and either side of the external waste pump. There are also general precautions for handling chemical and biological hazards and instructions for cleaning up spills. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that a short circuit occurred in the uninterrupted power supply (ups) for the architect i2000sr analyzer with visible fire/smoke. The waste pump for the architect i2000sr was near the ups and the waste fluid squirted out onto the ups causing it to short circuit. Flames and smoke were observed and appropriate internal measures were followed. The manufacturer ((B)(4)) was notified and repaired the ups. There were no injuries.